Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified coronary artery. A 4.00 x 20mm synergy megatron drug-eluting stent (des) was advanced but was failed to cross the lesion. However, during the procedure, severe resistance was encountered, and little resistance was also noted when removing the device. The non-boston scientific guidewire came also had difficulty tracking through the lesion. The procedure was subsequently completed using an alternative device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: a synergy megatron mr ous 4.00 x 20mm was returned for analysis. A visual and tactile inspection of the hypotube profile identified no kinks or damages. A visual, tactile and microscopic inspection of the shaft polymer extrusion identified a break in the port exchange, 119.6cm distal to the distal end of the strain relief. The shaft polymer extrusion was also stretched just distal from the port exchange. A microscopic examination identified no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination identified no signs of movement, stent was set between the proximal and distal markerbands. The bumper tip was severely stretched. A microscopic examination of the distal and proximal markerbands identified no damage. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition due to anatomical factors. This code was selected as the most probable complaint cause based on the information available. The inability to cross the lesion was caused by the patient lesion anatomy. The lesion was mildly tortuous and severely calcified with a stenosis of 90%. The break and stretching was also caused by the patient's anatomy. Severe resistance was felt when advancing through the lesion and a slight resistance was felt during removal.